Event description:
A nasogastric jejunal tube (ngj) was inserted in the patient in interventional radiology. The patient was admitted to this facility approximately 10 days after ngj insertion with feeding intolerance and free abdominal air noted on the x-ray. The patient subsequently underwent abdominal exploratory laparotomy and primary repair of the jejunal perforation located at the tip of the nasogastric jejunal tube.